Manufacturer narrative:
The event related to ¿leakage on cassette¿ was analyzed by the costa rica team and according to the assessment performed it was determined that this event was not caused during the manufacturing process because the following probable cause: 1- cassette warpage: since the measure of warpage exceed 0.005 inches the cassette is considered as warpage cassette; this deformation was not caused during the manufacturing process because warpage condition is caused by exposure to excessive heat during transportation; the manufacturing process at costa rica plant was discarded since the production floor has controlled temperature conditions. This deformation could generate a leak in the weld of the cassette. Therefore, this complaint can be confirmed, and the probable cause of the leak in the cassette is due to warpage cassette by exposure to excessive heat during transportation. A batch record review was performed and the visual and physical evaluation performed by manufacturing quality indicates that the product met the specification requirements, and no similar defects were found.

Manufacturer narrative:
The device is not available for evaluation, however, a picture sample is available. Investigation is not yet complete.

Event description:
The event involved a ls prim plumset-sl pe-lined where it was reported that leaking was noted on the cassette. There was no other physical damaged noted. The event was noted during infusion of an unknown drug. The set was replaced and therapy resumed without any problem. There was patient involvement and no patient harm.